Manufacturer narrative:
The returned device was evaluated and received with the cannula assembly deployed. Inspection of the device found no issues that would result in a failure of the device to deliver insulin. No other defects or deficiencies were found during the investigation.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's hyperglycemia and hospitalization. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ent450, 17845-5c-aw rev a 10/17; checking your blood glucose 4 / page 36. Warnings: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warnings: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient¿s blood glucose and insulin history is as follows: time, bg (mmol/l)/(mg/dl), bolus (u): 01:00, 5.3/95. 03:00, 18/324, 4.0. 06:00, 23/414. The patient fainted and his daughter called for an ambulance because he did not respond. Upon arrival, they rushed him to the hospital where he was placed on an intravenous therapy of insulin and they activated a new pod. He stayed in the hospital for two days. The pod was worn between 4 and 24 hours on the abdomen.